Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece stopped and did not restart. Customer commented that it was difficult to disconnect the atk housing from the handpiece. It was reported that surgery time was extended by an unidentified amount of time. There was no report of harm associated with the event. No additional clinical info was received prior to this report.